Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump received a motor error alarm during infusion set change. Customer was unable to clear the alarm. Customer's blood glucose was over 600 mg/dl. Customer reported the device alarmed a battery out limit alarm and the screen dimmed after a battery change. Customer reported the device was unable to complete rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Also, the pump had a corroded motor. Unable to perform any test or verify the motor error alarm or battery out limit alarm due to the blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.